Event description:
The physician's office reported that the patient's "complaints" have stopped, but no detail was provided as to the patient's complaints. The x-rays have not been received by manufacturer for review. It was reported that the patient "is prone to drama" and they are waiting to see how the epileptologist wants to proceed.

Manufacturer narrative:
Date of birth: corrected data: the initial reported inadvertently had the incorrect date of birth for the patient.

Event description:
It was reported that the patient had the normal mode turned off after becoming seizure free on. However, seizures returned after the device was turned off and the device was observed to have a low battery after normal mode was turned back on. The patient reported that five to six years prior she broke her left clavicle and was also assaulted 5 years prior. The patient mentioned there was a "bad connection." However, follow-up with the physician confirmed there was no indication that the lead needed replacement and the patient misspoke. Generator replacement surgery occurred on (B)(6) 2015. The product has not been received for analysis to-date.

Event description:
It was reported that the patient was being sent for x-rays due to possible lead problems. Device diagnostics were reported to be within normal limits. Attempts to obtain additional information have been unsuccessful to date. It was requested to have the x-rays sent to manufacturer for review; however, the x-rays have not been received to date.

Event description:
An implant card was received indicating that generator replacement surgery occurred on (B)(6) 2015. The reason for replacement was marked due to reported end-of-service, pulse-disabled condition. The explanted generator was received on (B)(6) 2015 and analysis is underway, but has not been completed to-date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
Analysis was completed for the returned generator. The generator performed according to functional specifications and the elective replacement indicator (eri) was set. The device exhibited current consumption rates that are within specification demonstrating normal battery depletion to an eri condition. There was no condition noted during the analysis evaluation that would suggest any anomaly with the device.